Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid drain. The cause of the peritonitis was not reported. The day after event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal (ip) cefazolin and ip ceftazidime (doses, frequencies and durations not reported). At the time of this report, the patient was recovering from this peritonitis event and pd therapy was ongoing. No additional information is available.